Event description:
A zoll patient service representative (psr) called zoll customer support while assisting a (B)(6) female patient to report that the patient's electrode belt was causing issues. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt alarms) was confirmed. Upon receipt the electrode belt failed the fall-off test and was unable to detect. Upon investigation there was corrosion on the distribution node (dn) pca at connector j704, power instrumentation amp u714, and dual micro-power op amp u706. The cause for the inability to detect was the corroded components. The root cause for the corrosion was unable to be positively determined but was likely the result of ingress of an unk liquid. No adverse event resulted from the contamination. The patient received a replacement electrode belt.